Event description:
Same patient as: 2184052-2015-00134, 2184052-2015-00135, 2184052-2015-00137. Patient death was reported following implantation of nexlink. It was reported that a patient underwent a cervical spine revision surgery with a nexlink construct. The patient was asymptomatic. No complications or issues were reported to have occurred during the revision or immediately postoperatively. However, the patient died due to myocardial infarction three days after the revision surgery.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, analysis of device records could not be performed as the lot number is unknown. Review of all provided information concluded that there is no evidence of a product defect or deficiency. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
It was further reported that during the early postoperative period, the patient presented severe bronchospasm, which required connection to iot with vmi (mechanic ventilation) and admission to the ICU.